Manufacturer narrative:
Evaluation codes: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product lot. The individual affected device was removed from the lot. All other devices within the lot met acceptance criteria. Therefore, the DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Correction number: 1627487-07262012-002-r. This ipg serial number is included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 4. Reference MFR report#: 1627487-2013-11794, 11796, 11797. The patient had two extensions (from the same lot number) and four 3149 leads (one pair was from the same lot number and another pair was from the same lot number). It was reported the patient's scs system was explanted due to an infection. The exact date of explant is unknown, but allegedly occurred within a few months of the patient being implanted. It is assumed the infection has resolved due to the patient being reimplanted on (B)(6) 2011.